Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that post implantation, the patient experienced pain, infection, bleeding and urinary/bowel problems. It was reported that the patient underwent partial removal of mesh in (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 concurrently with posterior colporrhaphy and a cystoscopy. It was reported that following insertion the patient experienced abnormal vaginal discharge and odor. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, atrophic vaginitis, urinary tract infection and frequency. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent partial mesh removal on (B)(6) 2012, due to urinary retention from obstructive sling. No additional information was provided. (B)(4).